Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had been having problems. Patient said the implant kind of stings a bit and it kind of bothers them when they lay down or sit back. Patient also said they feel like they have to go pee and before they even get into the bathroom they pee themselves. Patient mentioned that last week they had diarrhea and today it has been feeling like they have diarrhea but they were not able to go. Patient said that they were doing real good after they had the implant, but then they went and saw the doctor for the second time last month and their healthcare provider (hcp) changed things on their therapy. Patient also mentioned they started taking ozempic and the hcp told the patient that they thought maybe the ozempic was causing the problem that they are having. The patient was redirected to their hcp to further address the issue.